Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown vanguard tibial plate, catalog #: unknown lot #: unknown; unknown vanguard femoral, catalog #: unknown lot #: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10273, 0001825034-2017-10274, 0001825034-2017-10275. Remains implanted.

Event description:
It was reported that the patient developed swelling, believed to be caused by an infection from a prior surgery. Attempts have been made and no further information has been provided.